Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in with questions regarding supplies and reported hospitalizations due to high blood glucose and low blood glucose last month. Customer noted symptoms of low blood sugar; dizziness, vomiting and losing consciousness. Customer stated that she was already sick when her blood sugar went low. The cause of the emergency room visit was determined to be low blood glucose. Customer also reported a hospitalization due to high blood glucose in mid- april. Customer stated she noticed a leak in the infusion set tubing and that no insulin was getting into the insulin pump. Customer had high blood glucose when she called because of a birthday party yesterday. Blood glucose reading at the time of call was 486 mg/dl. Nothing further reported.